Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine and unknown morphine drug via an implantable pump for non-malignant pain. It was reported that the caller was unable to connect the communicator to the pump device. The agent had the caller reset both the handset and the communicator. After that, the agent instructed the patient to turn airplane mode on and off, and the patient confirmed that bluetooth and location were on. The agent then instructed the caller to access myptm, but "no device found" appeared. The caller confirmed that the blue lights on the communicator were solid, and the agent instructed the caller to hover the communicator over the pump; however, "no device found" still appeared. The caller then mentioned that the patient was recently implanted, and that it would take six weeks to heal. The caller also added that the pump was surrounded by bandages, and they were unable to locate the pump site. The issue was not resolved. The agent reviewed the information and redirected the caller to their healthcare provider (hcp) for further assistance.